Event description:
Hospital reported that in three separate cases involving three different patient, graft infections occurred postoperatively. All three procedures were in the femoral-popliteal area. The same surgeon were explanted and not returned to manufacturer